Manufacturer narrative:
Patient's date of birth was inadvertently not entered in the initial report and additional report-1. It has been entered in additional report-2.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient failed to charge the device as recommended. The ipg was deemed inoperable. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.